Event description:
Consumer purchased two ultra soft/sensitive clean toothbrushes and everytime they use it, bristles come off.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.